Event description:
Facility reports that due to a split in the arterial blood tubing, pt lost 100cc's blood. Hct before the incident was 32.5. Post incident, the hct increased to 36.1. The pt was transplanted the next day, and was reported to be doing well. Sample available for eval.